Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that after implantation in (B)(6) 2009, the patient could hear well with her device. The patient contacted her doctor approximately 2 months ago as her access to sound had deteriorated. The doctor decided to reposition the device as he suspected a problem with the coupling of the floating mass transducer. During the surgery it was not possible to reposition the device because of fibrotic tissue growth at the round window. The patient was explanted on (B)(6) 2011.